Manufacturer narrative:
A lead stiffness test was performed and found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient presented for lead revision due to perforation. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.